Manufacturer narrative:
Method: the catheter sample will not be returned to I-flow for evaluation and investigation. Results: lot number and model information were not reported, the device history record and lot history cannot be reviewed. Conclusions: I-flow has made multiple attempts to obtain additional information from the customer and the physician. At the time of this report the patient refused to provide further information. The physician has not returned any request from I-flow. Although the sample will not be returned, at this time an event is open to further investigate the failure mode "catheter break" (B)(4). I-flow provides "cautions" in it's dfu which state the following: cautions: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed.

Event description:
Drug/diluent: unknown. Fill volume: unknown, flow rate: unknown, procedure: hernia surgery, cathplace: unknown. Patient called to report that the doctor removed her dual on-q pump and catheters yesterday ((B)(6) 2013). Stated one catheter came out easily and the other catheter she thought came out as well. Hours after returning home, her doctor called and stated that he realized one catheter had broken. He stated to her that about 1/2 inch is remaining inside her. Additional information received: ((B)(6) 2013) it was reported that the patient's surgeon has spoken to the patient regarding no need to remove catheter the retained catheter remnant unless it causes problems.